Manufacturer narrative:
The medwatch section d, device identification was updated. Relevant fields of sections d and g were updated. The customer experienced the qc drifting out; recalibration resolved the issue. The alarm trace does not contain a conspicuous event. The customer replaced electrodes without adequate priming and ion-selective electrode (ise) checks on the date of the event. A field service engineer (fse) inspected the ise block, nozzles, and syringe assemblies. The fse performed 20 ise checks and a 21-cup precision; all were successful. The investigation was unable to determine a direct root cause. There were no further issues reported after the service visit.

Manufacturer narrative:
The cobas 8000 ise 1800 module serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of a questionable sodium electrode result from the cobas 8000 ise 1800 module for two patients. Patient 1's initial result was 147 mmol/l, and the repeat result was 139 mmol/l. Patient 2's initial result was 148 mmol/l, and the repeat result was 139 mmol/l. The repeat results were deemed to be correct. The samples were repeated after a review, and qc was failing.